Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears. The caller acknowledged and understood the instructions.